Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information received from the patient via the manufacturer's representative reported that they had not charged their implantable neurostimulator (ins) in over a year. The patient claimed that they had issues with recharging (were never able to fully charge the ins) and the charge would drain very quickly when they did charge (not hold a charge). It was unknown what led up to the event issue. The patient had not informed the manufacturer's representative or their physician of any issues with the ins. Every time the patient was seen in the doctor's office they stated that the stimulation was working and doing great. The patient had told many different versions and the reason why the ins was not working. Upon arrival for replacement of the ins, the device was unable to be interrogated and that there was no communication. The ins battery had been in an overdischarge (od) state. The ins was replaced. There were no patient injury in the event and their status after the ins was replaced was noted as recovered without sequelae. The indication for use for the implanted device was spinal pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed that there was no significant anomaly of the device. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2015 and the battery was charged to 3.575 volts. On (B)(6) 2015, the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.